Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was unable to duplicate the reported issue. Physio replaced the system pcb assembly as a precautionary measure. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The cause of the reported issue could not be conclusively determined.

Event description:
The customer contacted physio-control to report that a 21 month old male, had suffered cardiac arrest and was resuscitated on scene. While monitoring the patient on the way to the hospital, the device locked up and the batteries had to be removed to power the device down. The device was then powered back on and the device functioned properly. There was no adverse effect to the patient as a result of the reported issue.